Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d4 lot number of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the guidewire tip was observed torn and the fracture shape suggests a brittle fracture. Additionally, there was a mark on the guidewire tip where the guidewire was pressed against it. There were marks on the guidewire tip where the guidewire had been pressed. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1) an attempt was made to insert the actual product into the endoscope while using a guide wire. 2) the tip and guide wire were inserted into the endoscope at a large angle. 3) a load was applied to the guidewire tip that exceeded its resistance strength, causing the guidewire tip to tear. The instruction manual contains a warning to the user regarding this event. ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. - when using a guide wire, insert this product into the forceps plug of the endoscope while holding the tip and aligning the tip with the guide wire as shown in figure 4.20. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that the distal guide wire tips of both bml-v442qr-30 / single use mechanical lithotriptor v were broken. The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.